Manufacturer narrative:
A review of the patient record indicates that the patient monitor had alarmed during the event. Testing carried out by a spacelabs' field service engineer (fse) confirmed that both the bedside monitor and the central station monitor worked to specifications and alarms were generated correctly for low heart rate and asystole. The customer has confirmed that there was no malfunction of the monitoring system. It is spacelabs' policy to submit a medical device report whenever we become aware of the death of a patient connected to one of our devices. We have concluded that no further action is required and consider this issue closed.

Event description:
Spacelabs received a report that a patient was found dead when a spacelabs patient monitor was in use with the patient.